Manufacturer narrative:
The customer reported that they had signal loss on all 8 receivers on their org-9700a unit. The customer attempted to troubleshoot by rebooting the unit and disconnecting the network cable. He then changed ports and switches but issue still persist. The customer is going to reboot the system and test each transmitter to make sure they're functional before getting someone in to re-terminate the bnc connectors as a possible failure point. The issue was found to be with the antenna. The biomedical engineer re-established connection with the antenna and unit is working properly. Issue resolved.

Event description:
The customer reported that they had signal loss on all 8 receivers on their org-9700a unit.